Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: this is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx plus valve; product ID: evfxplus-29; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-08-27; use by date: 2027-08-27; implant date: (B)(6) 2026; FDA site ID: 9617601. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. The device method code aligns with b20 (valve) and b18 (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), in a patient with a bicuspid valve type 0, the trajectory of the guidewire could not pass between the non-coronary cusp (ncc) and the right coronary cusp. Positioningdifficulties were noted during deployment due to an unstable implant position. The tav was recaptured into the delivery catheter system (dcs) three times and on the fourth deployment attempt, at an implant depth of 3mm on the ncc and 4mm on the left coronary cusp, the tav was fully deployed. Tension on the dcs was maintained during release of the tav; however, the tav slightly dislodged toward the aorta. When the dcs was withdrawn through the tav, the nose cone caught the inflow portion of the tav frame and dislodged the tav further into the ascending aorta. A snare was used to grasp the paddle of the tav frame while a second dcs and loaded tav were implanted. The dislodged tav was snared to the descending aorta where it remained fixated. Per the physician, the dcs was not withdrawn with force, but the shallow implant depth may have been a contributing cause of the dislodgement. A digital subtraction angiography was performed and confirmed there were no dissections. The procedure was successfully completed with the patient in stable condition.